Event description:
It was reported the patient found blue flocs in the catheter during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign material within the catheter was confirmed and the cause appeared to be associated with use of the device. One 4 fr groshong PICC was returned for investigation. The catheter was received with the nxt connector attached and assembled to the catheter. The catheter exhibited evidence of use. A blue non-bd injection cap had been attached to the red connector. Blue material was observed within the extension leg tubing. After removing the injection cap, a shaving of blue material was observed within the luer stem of the injection cap. The extension leg was cut open and some of the blue material was removed from the catheter. The widths of five of the blue flecks were wider than the inner diameter of the metal cannula on the connector, which indicates that the blue material did not originate from the catheter. The blue material appeared to be shavings from a plastic material and do not resemble any material from the groshong PICC. A microscopic examination revealed what appeared to be gouging within the red connector. The gouging was consistent with sharp instrument damage. It is possible that a blue colored material was gouged before accessing the injection cap on the PICC. The instructions for use indicate to avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Since the blue shavings appear to be consistent with gouging with a sharp instrument, as observed within the connector, the complaint was determined to be related to use of the device and the source of the material appears to be related to a non-bd device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redw1668 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient found blue flocs in the catheter during use. No other information was provided.